Event description:
Procedure: gynecology. Reportedly, while introducing the trocar, as the second trocar, the trocar could not go completely through the muscle, fascia and peritoneum. The safety shield broke, the knife bent, and the resuable cannula bent at the tip. The trocar didn't go into the patient, so no parts got into the abdominal cavity. They checked if there were any parts left in the muscle/fascia layers and none were found. A new trocar was used without problems. Original boxes, packaging, weren't available any more. There was no tissue damage as a result of this.